Event description:
It was reported that the superior vena cava (svc) has suddenly started to alarm even though it is only a single coil lead. Svc has never been displayed before the day of the event. Save-to-disk (s2d) confirmed svc measurements trends which are out of range (oor), which are related to the alerts. The alert was turned off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.